Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the consumer was in the hospital for follow-up surgery. The system was not explanted, but there was an unknown other surgical procedure. It was unknown if the issue was resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# 0213037953, implanted: 2(B)(6) 017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer¿s family reported a consumer was implanted due to urinary urgency incontinence. After the surgery, the stimulator and electrode location infection with pus phenomenon. There was not a more than 50% reduction in symptoms. It was unknown if any troubleshooting was done, or the cause of the event. The consumer was in the hospital for follow-up surgery and is still observed. There were no further complications reported and/or anticipated.